Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-07578. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence, cystocele, rectocele and pelvic congestion on (B)(6) 2004 and a sling was implanted. It was reported that the patient experienced recurrence of pelvic organ prolapse, chronic pain, painful sexual intercourse, bladder infections, blood in the urine, bladder leakage and inability to fully empty bladder within a few weeks post-op. (B)(4).